Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure (patient age, gender, and weight are unknown). According to the complainant, the basket "failed" during the procedure. The physician successfully completed the procedure with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure (patient age, gender, and weight are unknown). According to the complainant, the basket "failed" during the procedure. The physician successfully completed the procedure with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
A visual inspection of the returned device found the basket folded over/tilted, and the sheath and drive wire buckled and bent. The investigation found the handle cannula had separated from the pinch vise inside the handle, possibly due to force exerted on the basket during the procedure. The buckled sheath and drive wire did not prevent the basket from being retracted and deployed when manually operated. Based on the information provided, it is highly possible that the force exerted on the device during stone retrieval may have caused the handle cannula to pull out of the pinch vise. Therefore, the most probable root cause for this complaint is operational context.